Event description:
Procedure type: reversal of hartmann's procedure. According to the reporter: the first anastomosis failed. A second instrument was then applied to re-anastomose. Reportedly, the instrument fired correctly after a purse string was secured. There was a thin proximal donut on one side. A leak test was performed and the anastomosis was found to have a leak. Another stapler was applied to redo the colostomy. Reportedly, the patient's condition is ok.